Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported the broken head of the screw was examined. After examination, the investigation reported it is likely that too much applied mechanical force, well beyond its calculated design caused the breakage of the head during insertion. In addition it is likely that in this case it may have been necessary to drill bone before insertion of the screw. The manufacturing documentation was reviewed and no deviations to specifications or release criteria for this lot which was produced in january 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that there were no ncrs generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the screw was broken at the screw head while inserting into the bone. The screw shaft has remained in the patient as it was completely inserted in the bone. The complaint received states that the patient was young and the bone was dense. The procedure was not delayed. There was no patient harm reported. No additional information about the event is available at this time. This is report number 1 of 1 for (B)(4).